Manufacturer narrative:
A safety valve was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and one of the red wires was completely severed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the damaged wire; however the source could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator alarmed. The patient was placed on an alternate ventilator and there was no harm as a result of the event. A service engineer (se) inspected the device and was unable to duplicate the reported issue. The se found a relevant diagnostic code in the ventilator's memory log. The se replaced the safety valve. The unit passed all testing and operated within the manufacturing specifications.